Event description:
It was reported that the customer was taken to the emergency room for low blood glucose levels. The customer had connected to the insulin pump on the same day of hospitalization and was given a manual injection prior to connecting to the insulin pump. Troubleshooting revealed that all programming was correct.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.